Event description:
It was reported that during a da vinci si hysterectomy procedure while dissecting tissue, two pieces of the permanent cautery spatula instrument broke off and fell into the patient. Both pieces were retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument was returned with one of the distal clevis ears missing and the conductor cap detached from the distal end. The clevis ear broke at it's base, on the side opposite of the conductor wire. The size of the missing ear piece is roughly .285" x .240". Engineering concluded that the breakage was most likely due to overloading at the tip. The instrument passed electrical continuity testing. No other damage found. Per the information provided by the initial reporter, the broken pieces were successfully retrieved from the patient.